Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto® 3 system. During the procedure, it was described that the carto® 3 system had errors when pacing 20 proximal and distal were also paced together. During ablation, 17-18 and 19-20 had signal noise on both the recording system and carto® 3 system as well. They rebooted the patient interface unit and workstation. The problem did not resolve. Therefore, it was sent for service. There was no delay in the procedure because of the reported issues. It was not known if the procedure was successfully completed. There were no patient consequences reported. The biosense webster field service engineer visited the account. The reported issue was reproduced. It was found faulty as the ECG card caused the issue. The ECG card was replaced. All atp tests were performed and passed. It was confirmed that all intracardiac (ic) signals are clean after the replacement. System is ready for clinical use. The replaced defective ECG card was sent to the device manufacturer for further investigation. The customer complaint was confirmed. During investigation, it was found that the issue was caused because of the defective components (ECG card_ opto switches failed in ECG isolation test). The ECG card was repaired. Issue is resolved. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. An internal corrective action has been opened to investigate the ¿opto switches and tvs failures¿. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto® 3 system and an unwanted pacing device malfunction occurred. During the procedure, it was described that the carto® 3 system had errors when pacing 20 proximal and distal was also paced together. During ablation, 17-18 and 19-20 had signal noise on both the recording system and carto® 3 system as well. They rebooted the patient interface unit and workstation. The problem did not resolve. Therefore, it was sent for service. There was no delay in the procedure because of the reported issues. It was not known if the procedure was successfully completed. There were no patient consequences reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Therefore, the pacing issue was assessed conservatively as a reportable unwanted pacing issue. The signal noise issue was assessed as not reportable since the patient's heart rhythm was still visible to the operator when the signal noise issue occurred. Therefore, the risk to the patient was low.